Manufacturer narrative:
This is a malfunction that has been reported to fisher & paykel healthcare by a hosp. The product is not sold in the USA but it is similar to a product which is sold in the USA. The rt125 infant breathing circuit is being sent back to fisher & paykel healthcare - there is no info on this to date. Results - no evaluation has been done pending the return of the device. Conclusions - info is insufficient at this time to make a conclusion.

Event description:
A hosp reported to our distributor that when the hospital staff set the rt125 infant breathing circuit to a ventilator, they found that the heater wire in the inspiratory tube was broken. No pt consequence was reported.